Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving an error 2 message. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with oral medication, diet, and exercise. The product issue began at about 3 months prior. The pt reportedly had not been able to test his blood glucose in months. The pt did not take any action in regards to diabetes treatment due the product issue. At approx 2 months later at 4pm, the pt claimed she developed symptoms of dizzy and sweaty. The pt did not receive any treatment at the time of concern. During troubleshooting, the customer care advocate verified that the testing technique is correct, the test strips are in good condition, and the product issue was resolved with training. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the error 2 message began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.